Event description:
It was reported, during surgery, the surgeon appeared to have problems with the target device. The distal drilling went astray. Another device was used to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.